Manufacturer narrative:
Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to mb. Unable to verify pump error alarm due to blank display.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm customer blood glucose level was unknown. Trouble shooting was performed, self-test was passed. The device will be returned for analysis.